Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model#: sc-4316 lot #: 15632370 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing discomfort due to the scs device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort due to the scs device. The patient will undergo an explant procedure.